Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8248610. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. Bd was able to duplicate and confirm the failure mode with sample provided, this failure mode was detected in other customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59. CAPA#(B)(4) was initiated.

Event description:
It was reported that bd connecta¿ stopcock with valve & extension tubing leaked. No serious injury or medical intervention was reported. Verbatim: "user have on several occasions found leakage from the port and also experienced air drawn in from the port. The set was never connected to patient. It was discovered during priming."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta stopcock with valve and extension tubing leaked. No serious injury or medical intervention was reported. Verbatim: "user have on several occasions found leakage from the port and also experienced air drawn in from the port. The set was never connected to patient. It was discovered during priming."